Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d9 (was inadvertently marked "yes" and the date should be in blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the intended procedure was finished with a similar device.

Event description:
It was reported, the video system center had a scope communication error (b30 and e216) displayed on the screen due to failure in the endoscope connector. The issue occurred at preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.